Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. Lens was explanted and replaced with a different diopter lens and problem was resolved. Cause of event was reported as unknown.

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. (B)(4).

Manufacturer narrative:
H3: device evaluation the lens was returned in microcentrifuge vial in liquid with residue/debris on product. Visual inspection found haptic broken. Dimensional and functional inspection found the lens to be within specifications. (B)(4).